Event description:
The dentist reported that the patient presented to the office with a loose crown due to a fractured abutment screw. The fractured screw was removed and replaced.

Manufacturer narrative:
Upon visual inspection, it was found that the screw has fractured on the threads of the screw. The hex of the device has also been damaged. Review of the device history record and the complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive cause could not be determined. (B)(4)

Manufacturer narrative:
This device has not been received.